Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibit closure separation after processing on their automated instrument where the shield separates from the stopper leaving the stopper in the tube. They also reported difficulty removing the stopper manually. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 04-sep-2025 investigation summary bd received 11 samples and 1 photo for investigation. The photo depicted a bd tube with the stopper stuck inside. Among the 11 returned samples, shields on 3 samples separated during transit, so only 8 samples were used for functional tests, with none of the 8 samples failing. Additionally, 29 retained samples were used for functional tests, with none of the samples failing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibit closure separation after processing on their automated instrument where the shield separates from the stopper leaving the stopper in the tube. They also reported difficulty removing the stopper manually. There was no health impact or consequences reported.